Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance of the device, the device intermittently lost the video display. The compalinant indicated that there was no pt involvement in the reported failure.